Event description:
It was reported that after the preloaded monofocal intraocular lens (iol) was inserted in the eye it was noted that the lens was misshaped. The entire lens was removed from the eye and replaced with a new lens. The incision did not require any lengthening. No further intervention was required. Provisc ophthalmic viscosurgical device (ovd) was used at room tempature as a cartridge lubricant and introduced at the cartridge canopy. The lens dwell time was less than three minutes. No further information was provided.

Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed, and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that one other complaint for this po number was received. The complaint issues reported are not related. Based on the complaint history review (chr) results, no further actions are required. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.